Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening, brown particles in device outer surface, total delamination of plug strap disk shell and fold creases. A microscopic analysis and leak test were performed which identified one opening crease sharp and total delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening and total delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.